Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion with a greater than 45 and less than 90 degree significant bend was located in the mildly tortuous and moderately calcified left circumflex. While advancing a 20 x 3.00 promus elite stent, significant resistance was encountered. Following stent deployment, a proximal edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable. There is no other information available regarding the patients medical history or concurrent medical conditions. However, on 25oct2021, boston scientific personnel reviewed the media, which revealed that a dissection did not occur. It was concluded that a cardiac tamponade occurred due to stent perforation.

Manufacturer narrative:
Correction: h6: patient codes and device codes: corrected the device was not returned to for analysis. Procedural media was received and reviewed by the boston scientific medical personnel. The provided images are not consistent with the event description of proximal edge dissection following stent implantation. The provided images are consistent with cardiac tamponade from a stent related coronary perforation.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 70% stenosed target lesion with a greater than 45 and less than 90 degree significant bend was located in the mildly tortuous and moderately calcified left circumflex. While advancing a 20 x 3.00 promus elite stent, significant resistance was encountered. Following stent deployment, a proximal edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.